Event description:
A voluntary MDR/medwatch report was received on 10/23/2025. According to a report received via maude on 09/18/2025, the patient experienced a severe hypoglycemic event. After applying a new sensor to her arm, her estimated glucose value (egv) was 200 mg/dl. The patient uses a tandem t:slim insulin pump in a modified closed-loop system. At the time, she did not perform a fingerstick, as she was asymptomatic. However, she later checked her blood glucose manually and obtained a reading of 33 mg/dl. By then, she had already begun twitching and lost consciousness, resulting in a fall and head injury. A co-worker witnessed the event, called 911, and the patient was transported to the emergency room. She was treated with IV dextrose and fluids, remained in the hospital for approximately 6 hours, and was discharged with a blood glucose level of 108 mg/dl, feeling significantly better. The patient was unable to provide further details regarding the period during which she was unconscious. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, it was reported that the patient's egv was 200 mg/dl. The patient uses t slim in modified closed loop. She did not perform a finger stick, as she was asymptomatic. She eventually pricked her finger, and her bg value showed 33 mg/dl. By that time, she was already twitching and lost consciousness. Her co-worker called 911, and she was transported to the hospital. She was admitted to the emergency room (ER) and given dextrose and IV fluids. She stayed in the hospital for 6 hours and was discharged feeling better, with a bg of 108 mg/dl. The patient could not provide any additional information particularly during the time she was unconscious. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.